Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation with an mr grade of 5. The mitraclip delivery system (cds) was advanced to the mitral valve. The leaflets could not be grasped, the posterior leaflet came out the clip despite lowering the gripper and closing the clip at 60 degrees. It was observed that one gripper did not lower despite simultaneous grasping. The clip was not implanted and was switched for an ntw clip. One clip was implanted, reducing mr to 1+. Once outside of the anatomy, the clip was tested; it was confirmed that one gripper did not lower despite simultaneous grasping. A gripper line break is suspected. There were no adverse patient effects and no clinically significant delay during the procedure. There was no additional information provided.

Manufacturer narrative:
The device was returned for device analysis. All available information was investigated, and the reported difficult to open or close (gripper actuation issue) and break (gripper line) were not confirmed via returned device analysis. The reported positioning failure (unable to capture leaflets) could not be replicated in a testing environment as it was related to procedural (operational) circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported gripper actuation issue and break on gripper line cannot be determined. In addition, the reported positioning failure (inability to capture) appears to be related to the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.